Event description:
As reported by the user facility: customer reports pump set at 77.6 ml running at 120ml/hr took 56 minutes to run entire bag; no patient injury. Unknown what medication used, tubing was not saved; however, customer uses ref #(B)(4). Reference MFR # 9610825-2014-00172.